Event description:
It was reported that upon interrogation, the pulse generation exhibited a diagnostics anomaly. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.